Manufacturer narrative:
Complaint (B)(4): received 9pc 450235v1/g2409337 for evaluation. Neither the actual samples nor customer pictures of the concerned devices were received. No further information or clarification was received from the customer. We forwarded the complaint and customer samples to our affiliated headquarters in austria from which we receive this product. According to their investigation and comments, a review of production documentation revealed no deviations in association with the reported issue. Customer samples were visually and functionally evaluated; no abnormalities that would contribute to the claimed error were observed. Additionally, samples were forwarded to our supplier for detailed analysis. A review of production documentation revealed no deviations in association with needle hub breakage. Customer and retain samples were evaluated. No deviations that would lead to needle hub breakage were observed. Therefore, the complaint is considered not duplicated. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.

Manufacturer narrative:
Complaint (B)(4): samples have been received and are being evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
Customer advised, "sample needle lot defective - needle broke off in patient arm. The needle broke off from the holder, leaving the remaining rubber portion in the holder. We had to pinch the remaining needle out of the patients arm both occurrences. Pictures were not taken of the broken devices. The needle was not tightened prior to use it was taken out of the packaging and used as directed. We have the remaining lot of 9 needles that can be sent for evaluation."